Event description:
The pt developed altered mental status five days after discharge. Approximately one month later, the pt expired. The pt is a female pt who was consented to the study. The pt was symptomatic at the time of the index procedure. The target lesion location was the ostium of the right internal carotid artery. There was no occlusion in the contralateral carotid. Target lesion diameter stenosis was 70%. Total length of stented segment was 30mm. Geometry of the lesion was ulcerated. Qualitative lesion calcification was described as mild. Vessel tortuosity by visual inspection was moderate. An angioguard distal protection device was successfully deployed distal to the lesion, pre-dilatation of the lesion was performed. A precise stent was implanted for treatment of target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 15%. The angioguard was successful with no technical problems. There was no debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The pt left the angio suite neurologically intact. The pt was discharged to rehab approximately two weeks after the index procedure, stroke assessment was not performed at the time of discharge. Five days post- procedure, the pt was re-admitted with gastrointestinal bleeding and altered mental status. A g-tube was placed and there was no clear cause for the altered mental status. It was noted that the pt had developed pneumonia. The pt was discharged home a week later, and was lost to follow-up thereafter. The pt expired a month later. The cause of death is unk.

Manufacturer narrative:
Review of additional information completed. Cc updated to indicate report that target lesion was the ostium of the left ica and not the right ica as originally reported. No other changes to the clinical impression, captured ae codes, or reportability. This (B) (4) study patient underwent carotid artery stent implantation and had mental status changes, elevated cardiac enzymes and approximately one month post index procedure died on unknown causes. It was originally reported that the target lesion was the ostium of the right internal carotid artery (r6); however, updated information indicates that the target was the ostium of the left internal carotid artery (l6). This is a (B) (6) female patient with medical history including severe pulmonary disease, hyperlipidemia, clinical copd, congestive heart failure, renal insufficiency, history of smoking, diabetes mellitus, coronary artery disease, and hypertension. This patient meets the high-risk criteria of chf, severe pulmonary disease, dialysis-dependent renal failure. Pre-procedure medications were aspirin and clopidogrel. Heparin was administered during the procedure. The target lesion location was the ostium of the left internal carotid artery described as ulcerated, mildly calcified, moderately tortuous, and 70% stenotic. There was no occlusion in the contralateral carotid. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. There was no debris found in the basket upon retrieval of the angioguard device. Post-procedure medication was aspirin and clopidogrel. The patient left the angio suite neurologically intact. The day after the index procedure, the patient had an elevation in cardiac enzymes, no diagnosis was provided and no complaints of chest pain or ischemia were noted. Five days post-procedure, the patient was re-admitted with gastrointestinal bleeding and altered mental status. A g-tube was placed and there was no clear cause for the altered mental status. It was noted that the patient had also developed pneumonia. The patient was discharged a week later, and was lost to follow-up thereafter. The patient expired a month later. The cause of death is unknown. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure. The stent remains implanted thus, unavailable for analysis. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cardiac enzyme elevation is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This patient had an extensive cardiopulmonary medical history that may have contributed to the elevated enzyme event. Mental status changes are a known potential adverse event associated with carotid stent implantation procedures; however, in this case there is no clear reason for the changes. This patient had an extensive medical history including dialysis dependant renal failure, copd and developing pneumonia that may have contributed to the mental status changes. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death, enzyme elevation and mental status changes.

Event description:
It was reported the electric cord emitted sparks.

Manufacturer narrative:
The product is not available for evaluation ad testing. Additional info will be submitted within 30 days upon receipt.